Event description:
Mandated, forced mask in grocery store restricted my breathing, didn't let me get enough oxygen. I was still forced to keep it on by grocery store staff until I finally lost conscious and hit my head. Having copd and being forced to wear a mask to live my life and do basic tasks is killing me. I can't go get food or take my family to (B)(6). None of the essential life tasks or ones for pleasure. Masks need to be a personal choice. Not forced. Especially upon the disabled. I can't wear one, the state is making me and it's killing me. No business will follow a disability exemption, they force you to anyway. Any mask but mine is (B)(4) made. Forced by the state and business against their will. FDA safety report ID # (B)(4).